Event description:
New information received indicates that the asymptomatic patient presented in the clinic for follow up when the intermittent capture was noted. Programming changes were made. The patient was in stable condition.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited intermittent capture. No further information was received.